Event description:
Caller reported a cartridge alarm 20 occurring during pumping. Blood glucose levels did not exceed 500 mg/dl, indicating a specific value but no adverse impact. Customer was informed that a replacement pump with updated software would be sent and training would be available through their tandem source account. Caller was instructed on storage mode and the return process for the problematic pump, which should be sent back via ups within 10 days, and agreed to these terms.